Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the right ventricular (rv) lead thresholds were high and the out was programmed to the lowest setting. The rv lead also exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Boston scientific technical services (ts) troubleshooting and reprogramming options. This crt-d, ra lead, and rv lead remain in service. No adverse patient effects were reported.